Event description:
Caller alleged discrepant inratio2 results. Results as follow: date: (B)(6) 2012, inratio2: 2.9, lab: 4.3. Date: (B)(6) 2012, inratio2: 5.8, lab: 2.3. Results from (B)(6) 2012 were a couple of days apart. Results from (B)(6) 2012 inratio2 tested within minutes after lab draw. Customer reports having bruising on (B)(6) 2012 which prompted her to contact her doctor, who ordered the lab draw. Therapeutic range was not provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 2.9, reference: 4.3, mean: 3.6, confidence limits: 2.0 - 5.0, result: pass. Date: (B)(6) 2012, inratio: 5.8, reference: 2.3, mean: 4.05, confidence: 2.3 - 5.7, result: fail. Reported results from testing (B)(6) 2012 are outside of the determined confidence limits for passing accuracy comparison. Criteria for testing accuracy has failed, and the values are discrepant beyond the documented variability for pt/inr testing. Further testing is required. User reported pt on painkiller medication at the time of testing. Per product insert, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants." User also reported borderline anemic pt, but no hematocrit was given. Per product insert - "a hematocrit (percentage of blood that is red blood cells) that is higher (above 55%) or lower (below 30%) than validated operating range of the inratio/inratio2 system can cause an inaccurate result." Unable to determine if these issues may be root cause. In-house therapeutic donor testing has been performed on reported lot# 282260 on (B)(6) 2012. Results as follows: donor (B)(6), inratio: 2.2, inratio: 2.3, inratio: 2.3, reference: 2.04, bias threshold: 1.04 - 3.04, %cv: 2.55. Donor (B)(6), inratio: 3.5, inratio: 3.4, inratio: 3.5, reference: 3.64, bias threshold: 2.64 - 4.64, %cv: 1.67. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further instigation necessary. Conclusion: analysis of the pt's reported data revealed that test results from (B)(6) 2012 did not meet accuracy criteria. Customer's results are considered discrepant within the context of the documented variability for inr testing. No product associated with the complaint was returned for further investigation. In-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). This issue will continue to be tracked and trended. Corrective action not required at this time.